Event description:
It was reported that an ilet pump with a cracked touchscreen became unresponsive after unlock, consistent with a key/button unresponsive issue on the touchscreen; the user was guided to restart the pump via the ilet mobile app, and education was provided on shutting down the device to avoid further alerts, data syncing to the mobile app prior to return, delivery timeline, return within one week with provided shipping label, and that data would not transfer to the replacement with a new startup required. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with a component failure affecting the touchscreen that resulted in an unresponsive interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description: display damage due to impact.